Manufacturer narrative:
Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was attributed to the limb lead ECG monitoring cable. The cable was scrapped and replaced onsite. The device was recertified for use. This report was inadvertently submitted and reports of this nature are typically not considered to have any clinical impact, as the ECG via the electrode pads or paddles would still be available for use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.